Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer's blood glucose was 361 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button while getting off the airplane. Customer also mentioned that the insulin pump was exposed to a change in altitude. Customer was able to clear the stuck button alarm. Customer also reported to have received a failed battery test alarm and no troubleshooting was performed. The insulin pump is not expected to return for analysis.